Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the instrument to be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, the tips of the force bipolar instrument cables were sticking out of the instrument joint. As a result, the tissue and structures had become entangled. In addition, the power transmission of the instrument no longer worked. The procedure was completed with no reported injury using a backup instrument. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage.

Event description:
Refer to h11 for follow-up information.